Manufacturer narrative:
Patient weight not made available from the site. On 06/06/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No parts have been received by manufacturer for analysis.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon lost the ability to track instruments. Emitter details showed that the axiem box and emitter were both red status. The navigation system was re-booted 3 times, however, the issue persisted. The reported issue occurred mid-procedure, after incision. The surgeon opted to continue and completed the procedure without the use of the navigation system. Delay in therapy was 5 minutes. There was no impact on patient outcome.